Event description:
Customer reported discordant albustix result on urine strip.

Manufacturer narrative:
Initial samples tested were a result of pt urinating directly on urine test strip. Labcorp result was obtained on a sample from the pt sample in a dixie cup. Pt was treated as a result of the elevated result. Customer was advised to send the urinalysis strips back to the manufacturer for testing. Returned product tested and complaint was not confirmed. Manufacturer believes user error related to complaint.